Manufacturer narrative:
The fsca number is included in this report. It was reported that the patient's ipg was unable to be disabled from MRI mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Correction: section h-6 - the health effect-clinical codes should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only.

Event description:
It was reported that the patient's ipg was unable to be disabled from MRI mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of explant is estimated.

Event description:
Additional information indicates, surgical intervention was undertaken in 2023 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.